Event description:
The eight plate guided growth system was implanted in 2005. Approx seven months into the treatment one of the screws broke. It is unk as to whether there was a precipitating event which caused the screw to break. The doctor brought the pt back into the or where the placte and screws were removed except the broken screw piece that was left in the pt's bone. The pt continued treatment with three staples implanted at the time of eight plate removal surgery.